Manufacturer narrative:
Device evaluation: visual analysis of the photographs identified a device has an opening on the back, brown particles on the surface of the device labeled left side lot number 2469268. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis it is not possible to determine the most likely failure mode. Additional, changed, and/or corrected data: h.6.

Event description:
Physician reports rupture. This relates to the left device. Device has been explanted.

Manufacturer narrative:
(B)(4). A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Physician reports rupture. This relates to the left device. Device has been explanted.